Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels. The noise was reproducible in clinic with isometrics. A further follow up found that the patient was feeling symptomatic due to continued noise reversion and auto mode switch episodes. The pulse generator was explanted on (B)(6) 2014 and a setscrew anomaly was noted. The device was replaced.